Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported constant air in line alarms, which were not reproduced. The air in line alarms were confirmed during a review of the event history log. Evaluation found the device was functioning as intended and no component could be identified for causality.